Event description:
The following information was reported to arjohuntleigh by the wound ostomy care nurse: on (B)(6) 2012, the patient developed 4 deep tissue injuries while on the bed. One to the left scapula, one on the left heel, one on the left trochanter and one on the left shoulder. The nurse requested additional training for the nurses to mitigate the risk of future pressure ulcers. The patient was reported as doing well and the pressure ulcers were being treated.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please not that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts inc. As of november 2012, complaints related to this product are to be handled by arjohuntleigh inc. (B)(4). Additional information will be provided upon conclusion of the manufacturers investigation.